Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("second pregnancy (ectopic)"), ectopic pregnancy termination ("pregnancy (termination), therapeutic abortion to terminate ectopic pregnancy"), device dislocation ("migration of essure device location of device: unknown- missing"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 28-year-old female patient who had essure (batch no. B02263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((date of birth: (B)(6) 2003, (B)(6) 2007, (B)(6) 2012)). Concurrent conditions included obesity. Concomitant products included iron. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 18 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and the first episode of weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2013, the patient underwent ectopic pregnancy termination (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adjustment disorder with depressed mood ("psychological or psychiatric problems condition: depression due to termination of unintended ectopic pregnancy"), the second episode of weight increased ("weight gain"), alopecia ("hair loss") and hypoaesthesia ("neurological conditions or problems type: numbness in both feet"). In (B)(6) 2013, the patient experienced ectopic pregnancy termination (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adjustment disorder with depressed mood ("psychological or psychiatric problems condition: depression due to termination of unintended ectopic pregnancy"), the second episode of weight increased ("weight gain"), alopecia ("hair loss") and hypoaesthesia ("neurological conditions or problems type: numbness in both feet"). In (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, back pain ("back pain"), uterine pain ("uterine pain"), breast pain ("breast pain"), arthralgia ("hip pain") and acne ("acne"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with anabolic steroids, ibuprofen, solpadeine (tylenol 1), antibiotics, surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, ectopic pregnancy termination, device dislocation, menorrhagia, genital haemorrhage, vaginal haemorrhage, adjustment disorder with depressed mood, the last episode of weight increased, alopecia, headache, migraine, nausea, hypoaesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, back pain, uterine pain, breast pain, arthralgia and acne was resolving. The reporter considered acne, adjustment disorder with depressed mood, alopecia, arthralgia, back pain, breast pain, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy termination, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-sep-2018: update of quality-safety evaluation of ptc(FDA code updates). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("second pregnancy (ectopic)"), ectopic pregnancy termination ("pregnancy (termination), therapeutic abortion to terminate ectopic pregnancy"), device dislocation ("migration of essure device location of device: unknown- missing"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy bleeding") in a 28-year-old female patient who had essure (batch no. B02263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((date of birth: (B)(6)2003, (B)(6) 2007, (B)(6) 2012)). Concurrent conditions included obesity. Concomitant products included iron. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 18 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and the first episode of weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2013, the patient underwent ectopic pregnancy termination (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adjustment disorder with depressed mood ("psychological or psychiatric problems condition: depression due to termination of unintended ectopic pregnancy"), the second episode of weight increased ("weight gain"), alopecia ("hair loss") and hypoaesthesia ("neurological conditions or problems type: numbness in both feet"). In (B)(6) 2013, the patient experienced ectopic pregnancy termination (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), adjustment disorder with depressed mood ("psychological or psychiatric problems condition: depression due to termination of unintended ectopic pregnancy"), the second episode of weight increased ("weight gain"), alopecia ("hair loss") and hypoaesthesia ("neurological conditions or problems type: numbness in both feet"). In (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, back pain ("back pain"), uterine pain ("uterine pain"), breast pain ("breast pain"), arthralgia ("hip pain") and acne ("acne"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with anabolic steroids, ibuprofen, solpadeine (tylenol 1), antibiotics, surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, ectopic pregnancy termination, device dislocation, menorrhagia, genital haemorrhage, vaginal haemorrhage, adjustment disorder with depressed mood, the last episode of weight increased, alopecia, headache, migraine, nausea, hypoaesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, back pain, uterine pain, breast pain, arthralgia and acne was resolving. The reporter considered acne, adjustment disorder with depressed mood, alopecia, arthralgia, back pain, breast pain, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy termination, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("second pregnancy (ectopic)"), ectopic pregnancy termination ("pregnancy (termination), therapeutic abortion to terminate ectopic pregnancy"), device dislocation ("migration of essure device location of device: unknown- missing"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("heavy bleeding") in a (B)(6) female patient who had essure (batch no. B02263) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 (date of birth: (B)(6)). Concurrent conditions included obesity. Concomitant products included iron. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 18 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and the first episode of weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced vision blurred ("vision/eye problems type: blurred vision"). In (B)(6) 2013, the patient underwent ectopic pregnancy termination (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression due to termination of unintended ectopic pregnancy"), the second episode of weight increased ("weight gain"), alopecia ("hair loss") and hypoaesthesia ("neurological conditions or problems type: numbness in both feet"). In (B)(6) 2013, the patient experienced ectopic pregnancy termination (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression due to termination of unintended ectopic pregnancy"), the second episode of weight increased ("weight gain"), alopecia ("hair loss") and hypoaesthesia ("neurological conditions or problems type: numbness in both feet"). In (B)(6) 2015, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain, back pain ("back pain"), uterine pain ("uterine pain"), breast pain ("breast pain"), arthralgia ("hip pain") and acne ("acne"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with anabolic steroids, ibuprofen, solpadeine (tylenol 1), antibiotics, surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, ectopic pregnancy termination, device dislocation, menorrhagia, genital haemorrhage, vaginal haemorrhage, depression, the last episode of weight increased, alopecia, headache, migraine, nausea, hypoaesthesia, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, back pain, uterine pain, breast pain, arthralgia and acne was resolving. The reporter considered acne, alopecia, arthralgia, back pain, breast pain, depression, device dislocation, dysmenorrhoea, dyspareunia, ectopic pregnancy termination, ectopic pregnancy with contraceptive device, fatigue, genital haemorrhage, headache, hypoaesthesia, menorrhagia, migraine, nausea, uterine pain, vaginal discharge, vaginal haemorrhage, vision blurred, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report